Event description:
In 2007, the patient reported an elevated blood glucose reading of 480 mg/dl and he felt nauseous. He stated that his normal blood glucose range is 80-100 mg/dl. He stated that he bolused and gave himself an insulin injection to lower his blood glucose to normal. He stated that the introducer needle of his infusion set appeared to be bent, when he removed it from his body and he feels this may have contributed to the elevated blood glucose. He stated that he immediately changed the infusion set but his blood glucose did not decrease. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.